Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the atrial lead was sensing noise and had a substantial increase in threshold. An x-ray was completed to reveal the atrial lead was on the bottom of the atrium but still able to sense and pace. No intervention was completed. The patient was stable and will continue to be monitored.